Manufacturer narrative:
A partial lead measuring 41.2cm was returned in two segments for analysis. External insulation abrasion was noted at 1.8-3.6cm distal to the suture sleeve tie impressions, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a lead extraction due to externalized conductors seen via fluoroscopy and increased capture thresholds. The patients was asymptomatic. The lead was not able to be extracted and was abandoned. There were no adverse consequences to the patient.